Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient had a normal pump replacement. It was noted the hcp's normal protocol was to aspirate before the catheter was connected and after the catheter was connected to ensure the catheter was clear so a full priming bolus could be performed once the new pump was connected to the existing catheter. It was reported the pump was connected to the catheter and they programmed (using an 8840 clinician programmer) a single bolus of 0.4 mcg of baclofen as the primary drug. The catheter volume was 0.205 ml. It was noted the patient left and was fine until later that evening. The patient had withdrawal symptoms. The patient had a personal therapy manager (ptm) and gave himself a bolus (lioresol: 25 mcg, morphine: 0.0317 mg, sufenta: 0.1772 mcg) as well as tylenol codeine around 8 pm and valium around 10 pm. It was noted the patient was still anxious, scratching everywhere, had hot flashes, and had seizure-like movements. The patient then went to the emergency room (ER) a little before midnight and was admitted to the hospital. It was noted the patient did not have to be admitted to the intensive care unit (ICU), just the regular floor. On 2020-jul-29, the hcp saw the patient this day and the patienthad woken up with terrible back pain then tried the ptm but still had horrible itching so then they gave him a bolus of 40 mcg baclofen, 0.04755 morphine, and 0.2658 mcg of sufenta. The hcp had also given the patient oral periactin as well. The hcp saw the patient later that afternoon around 4:30 pm and the patient was feeling much better. The patient had also given himself some boluses that day (unknown how many boluses given). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company representative regarding a patient receiving lioresal (790 mcg/ml at 239.93 mcg/day), morphine (1 mg/ml at 0.3037mg/day), and sufentanil (5.6 mcg/ml at 1.7008 mcg/day) via an implanted pump. On (B)(6) 2020 the patient had a pump replacement. In surgery, the medication was taken out of the old pump and put it in the new pump. The catheter was easily aspirated after attaching it to the new pump. At the end of the procedure, the pump was programmed at the rate the patient was previously receiving and a priming bolus for the internal tubing and catheter was given (the priming bolus for the internal tubing was 0.199 ml - this was specifically requested by the managing physician). She insisted on the extra priming dose to help avoid withdrawal. The patient was given a new ptm (personal therapy manager) which was programmed for him to receive baclofen 25 mcg every 2 hours over 2 minutes up to 5 total activations per day. The patient then went home after surgery. While at home, he gave himself a bolus at 11am, 7pm and 9pm. He was admitted to the hospital at 11pm with baclofen withdrawal - increased spasticity and itching. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The nurse practitioner went to see the patient in the ICU (intensive care unit) on (B)(6) 2020 and reported that the patient clearly had symptoms of baclofen withdrawal with increased spasticity and itching. She gave him a 40mcg bolus thru the pump and read the logs. All the boluses had been received. The patient was given valium intravenously. After giving the 40 mcg bolus and valium the patient¿s spasticity and itching subsided. At 5 pm the nurse practitioner reported that the patient was stable and calm. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.